Event description:
It was reported that there is a piece missing from the reservoir compartment and there is a missing o ring. The customer states that the reservoir will not stay in the insulin pump. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken reservoir tube lip and missing reservoir tube o-ring noted. The device had minor scratches on lcd window, cracked case at lcd window corner, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.